Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed called and stated that the arctic sun device filled without issues. Inlet pressure was -7.0. Biomed stated that they replaced the fill tube because it was damaged. Nurse tried to start new therapy and got water reservoir empty alarm. They tried to fill the device, but no water was going into the reservoir. Had them disconnected pads from fluid delivery line and try again. Again, they noted the screen displayed filling device, but no water was going into the reservoir. Inlet pressure was -0.9psi, circulation pump command was 100 percentage, water level 1, system hours were 3014 and pump hours were 2452. They offered to stay on the line and tried to start therapy again to see if they get the same alarm, but they declined. It was possible the circulation pump on that device needed to be replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed called and stated that the arctic sun device filled without issues. Inlet pressure was -7.0. Biomed stated that they replaced the fill tube because it was damaged. Nurse tried to start new therapy and got water reservoir empty alarm. They tried to fill the device, but no water was going into the reservoir. Had them disconnected pads from fluid delivery line and try again. Again, they noted the screen displayed filling device, but no water was going into the reservoir. Inlet pressure was -0.9psi, circulation pump command was 100 percentage, water level 1, system hours were 3014 and pump hours were 2452. They offered to stay on the line and tried to start therapy again to see if they get the same alarm, but they declined. It was possible the circulation pump on that device needed to be replaced. Per follow up via phone on 09jan2024, biomed noted device had been received in november. The fill tube was replaced, and device sent back into service.

Event description:
It was reported that biomed called and stated that the arctic sun device filled without issues. Inlet pressure was -7.0. Biomed stated that they replaced the fill tube because it was damaged. Nurse tried to start new therapy and got water reservoir empty alarm. They tried to fill the device, but no water was going into the reservoir. Had them disconnected pads from fluid delivery line and try again. Again, they noted the screen displayed filling device, but no water was going into the reservoir. Inlet pressure was -0.9psi, circulation pump command was 100 percentage, water level 1, system hours were 3014 and pump hours were 2452. They offered to stay on the line and tried to start therapy again to see if they get the same alarm, but they declined. It was possible the circulation pump on that device needed to be replaced. Per follow up via phone on 09jan2024, biomed noted device had been received in november. The fill tube was replaced, and device sent back into service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.